Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown, g2. Foreign: sk. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that there were some problems with the leads and for this reason, the healthcare professional (hcp) decided to discontinue the therapy. Five or six months after that, the hcp decided to revise the system by changing the leads while keeping the same ins. At the revision surgery though, it was not possible to communicate with the ins. It was noted that the patient had not recharged the ins battery for five or six months. The rep was to try the 10 minute forced recharge four or five times on (B)(6) 2024 with the aim to wake up the ins.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown explanted: (B)(6) 2024 . Product type lead product ID neu_unknown_lead lot# serial# unknown explanted: (B)(6) 2024 . Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that one lead was found broken during the ins replacement on (B)(6) 2023. Impedances were not able to be checked prior to the ins replacement due to the patient not using the depleted ins for a few months. It was noted that it was checked with an external neurostimulator also. The leads were replaced on (B)(6) 2024 . Since the replacement of ins on (B)(6) 2023 till the lead replacement, the patient didn¿t recharge the ins and that¿s why we couldn¿t pair it with the ¿communicator¿ and tablet. After forced recharge the problem was resolved. Everything was okay and the patient can use therapy in normal usage.